Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd access system (was) was inserted. A pigtail catheter was then advanced through the was. The laa was accessed using transesophageal echocardiogram (tee) and a contrast injection was performed to assess the laa. The contrast injection showed a pe. A second contrast injection was performed to confirm. The was and pigtail catheter were removed and a pericardiocentesis was performed. A surgeon was consulted and the decision was made to transfer the patient to surgery to investigate and manage the bleeding. No additional information is known.